Manufacturer narrative:
No additional diagnostic/functional testing was performed. The biomed was requesting a replacement speaker assembly be sent. Replacement parts were ordered and shipped to the customer site. The customer was taking responsibility to repair the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that a speaker malfunction occurred and the speaker emits no sound. The device was in use on a patient at the time of the event. There was no adverse event reported.